Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy red splotches on the patient's body and under the electrodes. The patient is allergic to latex and has psoriasis. The patient tried to use cortisone cream on his own. The patient advised the irritation was bleeding. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.